Manufacturer narrative:
The technician replaced the brake casters and supports to resolve the issue.

Event description:
The technician alleged that the brake casters will not hold. No patient impact.